Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly, and we have not received any other complaints from these batches. Based on the visual inspection and the injection testing performed, the retention sample carried no defects or damage. The lens was ejected as required without any damage and no residue was observed on the surface of the lens after ejection. Additionally, there were no patient issues.

Event description:
Lenstec received an e-mail stating "we had a patient that had a white film on their lens postoperatively this morning. The cartridge in question is lot number 250715. I have pulled one other box with this same lot number that we had in stock". The lens remains implanted.